Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that PICC is mis-marked on the measurements. Missing about 10cm has led to multiple mal-positioned piccs. Clinician had incongruency between 3cg and x-ray and had a 10cm too short PICC. Clinician repeated the procedure and feels that the markings must have been wrong as he made multiple adjustments and nothing seemed to make sense. The malposition was found after the fact (3cg was initially correct-but x-ray showed significant malposition. Of note patient had metal shrapnel in chest). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter malposition is inconclusive due to the state of the returned sample. One 4 fr s/l powerpicc catheter with a t-lock and 3cg stylet was returned for evaluation. The complaint of catheter malposition could not be confirmed from the returned sample, as the clinical conditions of this failure could not be replicated. Potential causes of failure for catheter malposition may include stylet position within the catheter, the stylet being cut during preparation of the device, equipment malfunction, or other unknown clinical conditions. This complaint will be recorded for future trending and monitoring purposes.